Manufacturer narrative:
(B)(4). Numerous attempts have been made to obtain the sample for evaluation, however, it was never returned. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.the device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
The customer reported to the FDA of an unknown blood solution IV tubing that was being primed. During the priming of the tubing with IV fluid ( prior to its use on patients), it was noted to be squirting fluid. Upon inspection by staff, the IV tubing was noted to have a hole where it connects with the blood filter. There was no patient injury or medical intervention reported. No additional information is available.